Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Asr / psr date submitted: 20jan2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having experienced right side "saline implant deflation." No indication of treatment or surgical reoperation. Healthcare professional later reported and confirmed left side deflation. Device remains implanted.